Event description:
The customer reported that the system would intermittently lock up and had an x-ray security error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was repaired during the service call. The system was tested and found to be working as intended and put back into service.